Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: the failure of ecs33a was caused by staple line failure. When asked to describe how the device was fired and removed their steps were consistent with IFU/steps for use. It was reported that the orange indicator line was in the middle of the green window (approx 2.0) price to waiting 15 sec before firing device. Crunch of washer was heard. Upon firing the tissue on one side actually separated from the mucosa surgeons described it as a blow out of staple line on one side. Incomplete donuts were noted with malformed staples. Surgeons over sewed the anastamosis. After review of the additional information changed not specified and added malformed staples and incomplete donuts, changed alert date and re-ran the MDR decision.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the account reported that the staple line failed. The staple line was over sewed to complete the procedure. There were no adverse consequences for the patient.